Event description:
The physician reports that the crystalens haptic tore during delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and remove the damaged lens. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR #2031924-2009-00103.